Event description:
It was reported that the patient alerts were sounding every four hours, and it was found that the superior vena cava (svc) and high voltage (hv) impedances on the right ventricular (rv) lead were high. It was suspected that the cause of the high impedances was a set screw issue, and as such, the lead connection was retightened and the issue appears to have been resolved. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead - 2012-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.